Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defect of the device during use. This is a procedure related event. Related mdrs for this event: 2029214-2019-00095, 2029214-2019-00096. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during left trigonal arteriovenous malformation (avm), marathon catheter ruptured during onyx injection. Prior to the event, marathon catheter was navigated over the guidewire into the treating vessel. The onyx was then injected into the pedicle. The marathon catheter was noted to have leak at the distal tip. The onyx leak in the distal posterior cerebral artery (pca) and at the origin of the posterior interior cerebellar artery (pica). The onyx migrated into the pica. The marathon catheter was removed. There were no reports of patient injury in association with this event.